Event description:
It was reported that a spectrum pump "had a key that was stuck and the number kept repeating itself." It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The reported stuck key was experienced during eval. Functionality testing as well as device eval confirmed that the #9 key was inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.